Event description:
Device report from synthes reports an event in italy as follows: it was reported that on (B)(6) 2022, there was an apical deformation of the screwdriver on first use. The surgeon performed manual insertion of four screws, as the screwdriver and screws could not be coupled. The procedure was completed successfully with a delay related to this event. Extra time was needed to place a second implant to improve stability due to the fact that there was an incomplete coupling with the screw. This was a vet procedure. No further information is available. This report involves one stardrive screwdriver shaft t4/42mm/self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device used in a veterinary case ¿ no patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Manufacturing location: supplier- universal punch / monument manufacturing date: 01-apr-2022 part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining lot number: 286p795 (non-sterile) lot quantity: (B)(4). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of scrdriver shaft 1.5 t4 short self-holdin was twisted. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. A functional test could not be performed as the mating device was not returned. After a visual inspection per procedure, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of scrdriver shaft 1.5 t4 short self-holdin was twisted would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.